Manufacturer narrative:
A visual inspection of the returned product shows the lens has one haptic torn off and is missing. There is clear surgical residue on the lens. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq5010v in the injector and the leading haptic tore off, no pt contact or injury.